Manufacturer narrative:
(B)(4).

Event description:
Literature: fangio p, laurent s, dauchy s. Management of intrathecal device infection in the palliative cancer pt. J palliat med. Mar 2011;14(3):271. Summary: the authors report on a late pump pocket infection and discuss the strategy and relevant ethical consideration in the management of this complication in a pt with refractory end-of-life pain. Reportable event: it was reported that a (B)(6) pt with left supraclavicle sarcoma was receiving the equivalent of 1700 mg oral morphine per day associated with significant cognitive impairment, sedation, bradypnea, and nonetheless inadequate pain control. A percutaneous intrathecal catheter was initially placed and an infusion of morphine, clonidine, and ziconotide was started. The pt improved rapidly, with significant lower pain scores while remaining alert. Subsequently, because of a life expectancy up to 3 months, an intrathecal drug delivery pump was implanted. During a routine pain consultation appointment 4 months later, swelling and fluctuation at the area overlying the pump pocket was noted, whereas the pt had no signs of systemic infection. The pump pocket was punctured and pus was aspired. Laboratory analysis of the aspirated fluid revealed abundant polymorphonuclear neutrophils and bacterial growth of staphylococcus epidermidis. At the time of the pocket pump infection diagnosis, the pt was receiving intrathecally 42 mg morphine per day associated with 75 mg clonidine per day (ziconotide had been withdrawal several weeks before because of serious neurological adverse events). Due to the refractable end-of-life-pain, a decision was made following the consent of both the pt and his family to maintain the implanted intrathecal drug delivery system; long-term antibiotic therapy with oral pristinamycin was instituted and percutaneous pump filling was maintained at 3-4 week intervals. At the time of this report, the pt was still alive at 5 months following pump implantation w/o signs of systemic or neurological infection. Disease progression with drug tolerance necessitated the increase of the intrathecal pain medication to daily doses of up to 60 mg morphine and 100 mg clonidine, as well as the addition of intrathecal ketamine at a dose of 7.5 mg per day. See attached article. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt and event has been requested.